Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protector p14j experienced leakage during use. The following information was provided by the initial reporter: the issue occurred when preparing irinotecan. Connected p14j to the vial. Connected n35c to the syringe which filled with air. Connected p14j and n35c, injected dissolution from the syringe to the vial. Drug leaked when drawing it.

Event description:
It was reported that the protector p14j experienced leakage during use. The following information was provided by the initial reporter: the issue occurred when preparing irinotecan. Connected p14j to the vial. Connected n35c to the syringe which filled with air. Connected p14j and n35c, injected dissolution from the syringe to the vial. Drug leaked when drawing it.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/28/2020 h.6. Investigation: one sample was returned to our quality team for investigation. Upon inspecting the product, no issues were observed on the protector membrane. The protector needle penetrated properly penetrated the vial stopper, however, it was out of center. Leakage testing could not be perofrmed as there was no liquid in the vial, therefore we were not able to verify the reported failure. A device history review was performed for lot 1907106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Testing is performed for all lots during manufacturing to ensure the quality and functionality of the device. Testing results were reviewed for lot 1907106 and all results met required specifications, and no leakages occurred. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the protector was not properly attached, resulting in the leak reported.